Manufacturer narrative:
The device was not returned to zoll for evaluation. Review of device's history records indicates that this was the first customer complaint for the given lot number. Evaluation of retain sample did not indicate any discrepancies. The electrodes were assembled to specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.